Event description:
It was reported that while the arctic sun device used for a patient with normothermia mode, cooling was continued after cooling had been stopped. Per additional information received via mail on 02dec2025, the device will be sent to imi. The issue has not resolved yet. It was under investigation. There was no patient impact.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Reported issue was not reproduced. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. During the evaluation it was found that testing was performed, and the issue could not be confirmed. Unit will be returned unrepaired. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. No additional actions can be taken at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the arctic sun device used for a patient with normothermia mode, cooling was continued after cooling had been stopped. Per additional information received via mail on 02dec2025, the device will be sent to imi. The issue has not resolved yet. It was under investigation. There was no patient impact.